Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the white pulse wire in the belt receptacle was partially severed. The monitor passed testing. The root cause for the damaged wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of service data, monitor sn (B)(4) was found to have a cut wire in the electrode belt receptacle.